Event description:
The pump was used to deliver lioresal. The first pump refill was (B)(6) 2011. The next day, the pt developed "big" redness and skin irritation over the pump pocket; prior to this, there were no abnormalities at the pump pocket. The physician did "several troubleshooting, with x-rays and infection tests". The evaluations showed "no errors". The evaluation from the dermatologist showed that the pt was allergic to lioresal and that a "small amount of drug that can have been placed subcutaneous during the refill 13/6 was started the allergic reaction". The dermatologist determined that refills should not continue due to the risk of toxic or worse allergic symptoms. The pump was set to minimum rate. Due to the risk for allergic reaction the physician could not increase the dose in the pump and it was thought that the patient would experience withdrawal symptoms due to the minimum rate settings. The daily dose was decreased by 98% to minimum rate to prevent allergic reaction. Further evaluations were planned in a couple of months to investigate if the pt was allergic to the drug and if this was the case, the pump would be explanted. It was noted that the initial lioresal test that was done before pump implant did not show any allergic reactions.

Manufacturer narrative:
(B)(4).

Event description:
It was also reported the patient experienced "unsecure effect" of the drug on their spasticity.

Manufacturer narrative:
(B)(4).